Event description:
Device was used on and off for about one (1) hour on bowel tissue. After one (1) hour, machine gave trouble alert and display requested new instrument. Attempt made to tighten instrument and reattach cords without success. New instrument was then opened and used to finish case. No patient harm.